Event description:
Philips has received reports where inaccurately high spo2 readings have led to failure to alarms when patients have desaturated.

Manufacturer narrative:
(B)(4): philips has received reports where inaccurately high spo2 readings have led to failure to alarm when patients have desaturated. Since this measurement and alarm is indicative of need for emergent care, this delay or lack of alarm could have resulted in delay in providing emergent care if it were to recur. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.